Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a 95% stenosed, de novo lesion in the left anterior descending (lad) artery. After lesion pre-dilatation was preformed, a 4x12mm xience v drug eluting stent (des) was advanced and implanted at the lesion. After post dilatation, a distal edge dissection was noted. Another xience v des was implanted to successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.